Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following sections for additional information: g3, g6, h2, h6, h10 intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce/replicate the reported failure. The unit was tested with a printed circuit assembly (pca) test system. The video image was good in both eyes. There was no trouble found.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the customer called in to report that the left eye of the surgeon side console (ssc) high resolution stereo viewer (hrsv) was black. There was no issue with the video image on the vision side cart (vsc) touchscreen. The customer performed a hard power cycle of the system, but the issue persisted. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: system functionality was checked prior to use. However, the customer did not check the hrsv. The system initially powered on without errors. The customer reseated the video cables on the personality module surgeon console (pmsc) to resolve the reported problem. The customer continued and completed the procedure successfully.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse rebooted the system, but the issue was still the same. The fse reseated the video output cables on the personality module surgeon console (pmsc) and powered on the system, and the issue would disappear. The fse then replaced the pmsc and left high resolution stereo viewer (hrsv) monitor to resolve the reported problem. The system was tested and verified as ready for use. Isi received the hrsv monitor involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the reported failure. The hrsv monitor was installed and tested on a printed circuit assembly (pca) test system. The system powered on with no image on the left hrsv monitor, and the screen was completely black. The root cause was attributed to a component failure. Isi has received the pmsc for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. A review of the procedure log with the information provided resulted in no additional information. No system log investigation required as adequate information has been obtained to investigate the complaint. This event is being reported due to the following conclusion: the left eye of the ssc hrsv was black during a da vinci-assisted total pancreatectomy surgical procedure. The fse went to the customer site and replaced parts to resolve the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.